Manufacturer narrative:
The subject device has been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. As an investigation result, it was confirmed that the reported phenomenon was reproduced. The subject device passed a leak test. As the reported phenomenon was confirmed, disassembling the subject device was performed. As a result of confirmation of the condition of wirings and solders in the video connector, there was no irregularity found. However, the resistance value of image output line was out of specification. From the abnormal resistance value, it is considered that the reported phenomenon was caused by some disconnections, but the disconnection point was not identified even after the disassembling. The cause of the disconnection could not be conclusively determined, however, the possible cause of the disconnection might be aging deterioration because the video connector and imaging unit had not been repaired for more than 5 years.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image was disturbed, during procedure. When the universal cord was shaken, the image kept reportedly appearing and disappearing.